Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 97792, lot# n382272, implanted: (B)(6) 2013, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Product ID: 355531, lot# unknown, product type: screening device. (B)(4). Analysis of the leads (B)(4), multi-lead trialing cable, and stylets found no anomaly. Normal impedances were measured on all circuits and electrode pair combinations. (B)(4).

Event description:
It was reported intraoperative impedances measurements were greater than 10,000 ohms and it was unknown if the leads were in the epidural space. It was noted a lateral image did not help determine if the lead was epidural or not. Initially they thought they had wonderful lead position, but they changed out the physician programmer, external neurostimulator (ens), and snap lid, multi-lead trialing cable (mltc), but they received the same impedance results. It was noted they did get some stimulation response from the patient. New leads were placed and impedances were going to be retested. It was noted the patient had great coverage on the table after new leads and snap lid were used. Additional information received reported the health care provider (hcp) struggled to get the leads placed and when they were placed many of the contacts, 12 of 16, were greater than 10,000 ohms. It was noted there may have been air in the epidural space or the leads may not have been in the epidural space. The hcp had difficulty positioning the leads. It was reported that there was no stimulation. The implant was completed with new product and the patient was fine and had good coverage. There was no patient injury and they recovered without sequela.